Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital after receiving patient notification alert and shocks. Patient was exercising when the patient received shocks. When the physician tried to interrogate the device, device was reverted to backup vvi mode. Device went into backup before the shocks were delivered. Backup was suspected to be most likely due to telemetry issue with merlin.net. Device download was performed successfully.

Manufacturer narrative:
The case was involved in a study.